Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 4/9/2015. The fse found bubbles in the rbd diluent dispenser. The fse cleared the rbc diluent dispenser, which repaired the bubbles. The repairs were verified per established procedures. (B)(4).

Event description:
While troubleshooting a leak the field service engineer (fse) found bubbles in the red blood cell (rbc) diluent dispenser on the coulter lh 750 hematology analyzer. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The printouts and raw data were requested but were not provided.